Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion in the motor assembly.

Event description:
It was reported that during testing at the manufacturer, the device had a bias current error. There was no pt involvement and no adverse consequences alleged with this event.